Event description:
According to the medwatch report from the hospital, an electrosurgical burn resulted when a hemostat clamp which was used to hold electrosurgical pencil and punctured the cord causing a leak in the current. The burn was excised and the skin was stitched.

Manufacturer narrative:
(B)(4).